Event description:
It was reported that during a robotic laparoscopic diaphragmatic hernia repair procedure, at the docking phase, when the table-side operator attempted to move the arm closer to the patient using the positioning button, an arm non-recoverable error message was triggered, stating: ¿arm error. If an instrument is inserted, use the mechanical releases to retract it. If no instrument is inserted, disconnect and reconnect the arm.¿ the issue was resolved by rebooting the arm and disconnecting and reconnecting the power and data cables. The surgery proceeded after the arm reboot without any further issues. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic diaphragmatic hernia repair procedure, at the docking phase, when the table-side operator attempted to move the arm cart assembly closer to the patient using the positioning button, an arm non recoverable error message was triggered, stating: ¿arm error. If an instrument is inserted, use the mechanical releases to retract it. If no instrument is inserted, disconnect and reconnect the arm.¿ the issue was resolved by rebooting the arm cart and disconnecting and reconnecting the power and data cables. The surgery proceeded after the arm cart reboot without any further issues. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes identified a failure code for 'brake current too high at setup arm joint 1', a failure code for 'brake current too high at set up arm joint 3', an error code for 'motor state mismatch', an error code for 'robotic arm motor state' and an error code for 'brake state measured and commended mismatch'. These errors are transient and can be caused by a high force applied to the arm cart assembly. Evaluation of the logs indicated that the position button of the arm cart assembly was pressed and released in rapid succession. A brake offset current calibration occurred every time the brake was engaged. If the brake is disengaged too fast, the brake offset calibration can get disrupted and cause the brake current to be detected as too high on setup arm joint 1. This triggers a non-recoverable error code that reports an error message stating, "warning: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm.". This causes the arm cart to ender a hard-stop state until it is rebooted. Evaluation of the arm cart assembly confirmed the reported condition. The root cause of the observed errors was that it is likely that the system was not used as intended, which may have caused or contributed to the reported incident. The most likely cause was traced to the position button being pressed in rapid succession. The provided user guide states that during setup of the arm cart, press and hold the position button and use the port latch as a handle to move the end of the arm until it matches the dock angle shown for the arm in the setup guide. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.